Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. Functional testing was performed and it failed due to no audio. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and it failed due to high resistance across the speaker. The allegation was confirmed. The root cause was determined to be a defective internal speaker.